Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received multiple inappropriate therapies due to double counting. The rv lead was found dislodged and hanging on the tricuspid valve. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.